Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an intervention, resistance was met when withdrawing the balance middleweight universal ii guide wire, from a dragonfly imaging catheter. The wire fractured and twisted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4: the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query was not performed since the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulty to remove, core break and bend. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported core separation and materials twisted or bent were confirmed. The reported difficulty to remove was unable to be confirmed due to the core separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported difficulty to remove, core break and material twisted, or bent appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement of the ivus catheter encountered resistance with the anatomy causing distortion to the wire and likely causing the core to kink the difficulty to remove. During retraction, manipulation against resistance through the ivus catheter, likely resulted in the core separation and the reported/noted prolapsed/curled guide wire and stretched coils. The core at the separation appeared bent as if kinked prior to separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.b5: event description d10, h3: device available for evaluation. H6: device code 1069 - removed. Method code 4115 - removed. Conclusion code 67 - removed.

Event description:
Subsequent to follow-up #1 medwatch report, the following information was received: during removal from the hemostatic valve, the wire separated into two pieces. The device was removed without issue. No additional information was provided.